Event description:
Surgeon reports pt experienced endophthalmitis 3 days after uneventful cataract surgery. Event was treated with intravitreal antiobiotics and steroids. The pt is reported to be recovering 1 month later.